Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Physician reported pulling pain getting worse over the recent time, shape changed, pronounced capsular contraction, baker grade unknown, and implant was dislocated. This record represents the right side. The device has been explanted. The manufacturer of the device is unknown.